Event description:
Pt had undergone a 1-level fusion in 2002, which involved pro osteon 200 bone graft substitute. Post-operatively, the pt fell on their buttocks. X-rays showed that the pro osteon 200 block had collapsed. It is not known if the pt's fall caused the collapse of the pro osteon 200 block. When the block collapsed, it pushed the graft material near the spinal cord.